Manufacturer narrative:
Due to characterization limit e1 : event site name : (B)(6). (B)(6) rn, called requesting assistance with an internal communication failure alarm. She stated the alarm appeared after repositioning the patient in bed. She had troubleshot the alarm by turning the pump off and back on which resolved the alarm. Recommended having a back-up pump at bedside. She placed esp personnel on hold to locate another pump. A few minutes later, lexi stated the department does not typically keep a back-up cardiosave and the cardiologist did not want her to switch to another pump. Lexi stated she would locate a pump in the cardiac cath lab and keep one at bedside. Provided direct contact information should she need additional troubleshooting assistance. She appreciated the support provided and had no other questions. No other information available as of now. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported through an emergency support program that the cardiosave intra-aortic balloon pump (iabp) had an internal communication failure alarm. Customer stated the alarm appeared after repositioning the patient in bed. Customer had troubleshot the alarm by turning the pump off and back on which resolved the alarm. Esp personnel recommended having a back-up pump at bedside. Customer placed esp personnel on hold to locate another pump. A few minutes later, customer stated the department does not typically keep a back-up cardiosave and the cardiologist did not want to switch to another pump. Customer stated she would locate a pump in the cardiac cath lab and keep one at bedside. There was no patient harm or injury.